Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were on disconnect mode. A technical support specialist called with information technology team and shared the remote support service link for server access and dialed in and checked synchronization and intrusion detection system logs, both showing errors and information technology team suggested adding more space and spoke to the user about it. The tss checked disk space for g drive was increase and no more error and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server stations were in disconnect mode. The customer tried to log in to the stations, but they received the error unable to authenticate. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.